Manufacturer narrative:
Findings: the insulin pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, stained end cap sticker, stained address/serial number label, cracked battery tube threads and loose drive support disk. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the piece of the reservoir compartment broken off. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.